Event description:
According to report the device was in use with pt with the arterial line attached to pt's left radial artery and cvc line attached to pt's left jugular vein. During use the attending staff noted that 400 ml of the medication from the IV bag had been delivered within one hours' time. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.